Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's son reported via phone call that the patient was hospitalzied for high blood glucose after she began using her new insulin pump. No further details were provided, and no products were returned or replaced.